Event description:
While resident was being transferred via lift the lift failed and resident fell to floor. Resident sent to hospital for precautionary testing. Facility 10-year-old lift swivel bar nut at the bottom of swivel bar hook came loose and out. MFR reviewed maintenance and care needed on lifter with facility. Facility mention device was worn, could not tell us when serviced last, will look for equipment history, however stated they have an outside service gdc medical inspect their equipment quarterly. [Service did inspect lift in 2005, day of incident, observation: worn hanger with fractured hook nut, bottom half missing]. MFR sends out "how to use a pt lifter", and "user instruction manual w/maintenance and care, warnings" with each lifter. Within the maintenance and care brochure it is the MFR recommendation to inspect the swivel bar initially and then bi-monthly.